Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-02160. Related manufacturer report number: 1627487-2023-02161. It was reported that the patient experienced ineffective therapy and pain at the ipg site. X-ray imaging revealed both leads to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced.